Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years post filter deployment, patient presented with abdominal pain. Approximately ten years and five months post filter deployment, computed tomography revealed the filter with the apex located approximately 3 to 4mm below the lowest right renal vein at the l2-l3 level. There are 2 filter struts extending 7 and 17mm respectively beyond the wall of the inferior vena cava adjacent to the l3 vertebral body. Therefore, the investigation is confirmed for perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/20211).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before gastric bypass procedure. Approximately ten years and five months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain, however, the current status of the patient is unknown.